Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and identified the degasser had malfunctioned. The fse replaced the degasser to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. E1 initial reporter: customer/client personal information will not be provided for complaints from the russian federation, due to local regulations this information cannot be provided. The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous low patient results for multiple assays, which included alanine aminotransferase (alt), aspartate aminotransferase (ast), creatinine (cre), tbil (total bilirubin), chol (cholesterol), gluc (glucose), tp (total protein), trig (triglyceride), na (sodium), chloride (cl) and potassium (k) involving the au480 clinical chemistry analyzer. The customer indicated multiple assays had a result of zero (0). The customer did not provide patient data or demographics, and the number of affected patient samples is unknown.